Manufacturer narrative:
Device is a combination product. Occupation: registered cardiovascular invasive specialist (rcis).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28 x 4.00 promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. It was noted that the stent was damaged when being inserted. No patient complications were reported.